Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that a communication failure occurred when attempting to drive to a trajectory with a change in the orientation of the arm. The orientation was set to a green space in the wheel at least 2 off the very edge on the opposite end of the initial setting. This was attempted twice by the surgeon with both times resulting in a communication failure.

Manufacturer narrative:
The review of log files indicates that the user decided to change the final orientation of the robot to reach the trajectory. The angle chosen allows the robot to reach the trajectory, but the final axial approach was not possible (¿getzoomoutposition : position not accessible due to axial translation inaccessible¿). It is a known design defect recorded under reference (B)(4)).